Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for cuff is (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with a nonfunctioning device and a pump that did not refill quickly after being activated. A revision surgery was performed, during which the physician confirmed a small tear at the top of the pressure regulating balloon (prb), where it connected to the tubing, resulting in fluid loss within the system. The entire device was explanted and replaced. No patient complications were reported.